Event description:
During implant, the helix of the right ventricular (rv) lead was bent and the rv lead could not be implanted. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of the tip of the lead being bent was not confirmed. The distal tip region of the lead was found within manufacturing specification. X-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.